Event description:
It was reported that a patient underwent poly exchange twelve years post implantation due to synovitis. No further information is available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ australia. The products involved in the reported event were not returned for investigation; however, pictures were provided and reviewed which identified a bearing exhibiting sign of wear and / or deformation. Furthermore, it is unknown whether or how the part was disinfected, and this may also have altered the surfaces of the material, subsequently, nothing further can be gained from the pictures. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.